Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the infusion, blood was observed backing up through the intravenous line beyond the in-line filter. Examination of the devices revealed a piece of plastic lodged within the stopcock, which may have contributed to an occlusion. The issue was resolved by replacing the stopcock and the extension tubing with the filter. There was patient involvement; however, no harm was reported.